Event description:
It was reported that while the patient was undergoing an implantable cardioverter defibrillator (ICD) replacement procedure, insulation anomalies were observed. The two blue inner conductors cut through the insulation and were fully exposed. The system was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation was damaged at 81.5 cm and 82.2 cm from the connector pin with the coated sensing cables exposed. This was a result of abrasion due to the position of the lead tip. Other abrasion marks were found on the lead as a result of friction with other implanted devices. The lead exhibited normal electrical characteristics.